Manufacturer narrative:
(B)(4). FDA registration number: (B)(4).

Event description:
Clinic nurse manager of outpatient wound clinic states "dressing broke down within 2 days of wear time exposing layers of dressing clear through to outer layer of dressing was used on a 1.5cm x 1.5cm diabetic foot wound and wrapped with kerlix and left on for 2 days."